Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was attempted to be used in the papilla during a procedure performed on (B)(6) 2025. During the procedure, sphincterotomy cutting wire breaks during papilla resection. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.